Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report the patient obtained "high" blood glucose levels and had been admitted to the ICU. The reporter noted the patient had run out of ipt supplies, and her reorder shipment had not yet arrived. The patient's hcp reportedly ordered the patient to be on ipt instead of injections. The technical support representative contacted the reported to troubleshoot the pump and to obtain information regarding the patient's status, however was unable to reach her by telephone. No further information was provided. The patient's technique was incorrect by not having sufficient supplies to use with her insulin pump. However, as the patient allegedly was hospitalized due to hyperglycemia after this occurred, this complaint is being reported.